Manufacturer narrative:
H6: investigation summary customer returned several images of a syringe and a polybag labeled for 0.3ml, 29 gauge, 12.7mm syringes from lot 0307362. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0307362 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd found that the needle hub had separated. CAPA (B)(4). Has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle cannula broke off. The following information was provided by the initial reporter : the customer reported that the syringe needle was found to be broken before use.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle cannula broke off. The following information was provided by the initial reporter : the customer reported that the syringe needle was found to be broken before use.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.